Manufacturer narrative:
(B)(4). The customer reported that they checked the diagnositic logs for the time and date of the occurrence and had no entries. A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended running calibrations, the extended self test (est), the performance verification test (pvt), and running the device for 48 hours on a test lung. The customer was instructed to call back if additional assistance was required.

Event description:
It was reported that during patient use, a ventilator generated an error message. The patient was removed from the ventilator and placed on an alternate device. There was no report of harm as a result of the event.